Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a gradual increase in the shock impedance; it went from 85 ohms to 158 ohms and then decreased again to the 120 ohms range. A commanded 41 joule shock was going to be delivered to evaluate the system integrity. The right ventricular lead remains in service and no additional adverse patient effects were reported.